Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event summary: it was reported that a male patient underwent a left tha on (B)(6) 2017 and has had three anterior incidents of dislocation, the first occurring at 9 months postop ((B)(6) 2018), the second at 11 months postop (B)(6) 2018) and the third at 18 months postop ((B)(6) 2019). A revision surgery was ultimately carried out on (B)(6) 2019 after the 3rd dislocation incident. This complaint covers the second dislocation. Review of received data: following a summary of the received medical documentation, of which only case relevant information is noted: patient data: male, born (B)(6) 1970, bmi: 30.7. Surgical report, primary implantation (B)(6) 2017: the patient is a pleasant 47-year-old man, who was seen and evaluated in the office who has failed conservative treatment for his left hip primary osteoarthritis. Recommendation was made to undergo a left thr with anterior approach. At the end of the procedure excellent range of motion and stability were noted with no anterior or posterior instability. Leg lengths were found equal. Visit note (B)(6) 2018: reviewed problems: arthritis. On (B)(6) 2018 the patient first time dislocated his hip which was reduced in the emergency room. On (B)(6) 2018, the patient was on a 3-day canoe trip when the hip dislocated again. The patient was stepping into an outhouse and believes he again twisted away from the left hip when it dislocated which was reduced by an orthopedic surgeon. After the second dislocation an acetabular revision was first mentioned. The patient has not done any formal physical therapy since dislocating his hip. He reports that he was never really instructed in strengthening or preventing future dislocation methods. Since the dislocations he had occasional pain running down the left leg. He has not been doing much for fitness since dislocation because he is worried about dislocating the hip again. He states that his concerns about instability of his hip have drastically affected his lifestyle. Imaging review: my review of x-rays, dated (B)(6) 2018, again show another anterior dislocation of the left hip. My review of x-rays, dated (B)(6) 2018, show that the left hip is reduced. The acetabular and femoral components appear osseointegrated and reasonably positioned with no evidence of loosening or lysis. Patient instructions: do formal physical therapy to learn hip specific strengthening. Picture of pre-revision visit (B)(6) 2019 (copy is of very poor resolution): anamnesis: the patient has experienced three anterior dislocations with the first occurring at 9 months postop, the second at 11 months postop and the third at 18 months postop. The patient has a 56 od continuum socket, a neutral vivacit liner, a 36 mm +0 ceramic head and a 9 m/l taper kinective stem with -4 standard offset neck which was implanted (B)(6) 2017 which was implanted via anterior approach. The examining surgeon reckons that the recurrent anterior dislocations may be due to a levering mechanism faciliated by the short neck length. The patient sought a second opinion which states that the angle was incorrect and that a revision is indicated. Surgical notes, (B)(6) 2019: findings: the old stem was sound and was in about 20 degrees of anteversion, the trunnion and head bore showed no significant corrosion debris. The poly was in good repair. There was no lysis about the femoral component. The acetabular component was in 50 degrees abduction and anteverted about 30 degrees, it was not loose, and there was no lysis. Posterior capsule was anatomically repaired, anterior capsule was functionally intact, abduction tendons were intact. The femoral head showed titanium transfer from the patient's 4 anterior hip dislocations. Stability after posterior capsulotomy showed posterior prosthetic impingement of the collar of the well fixed kinnectiv stem on the proud posterior aspect of the acetabular shell in 60 degrees ER with the hip extended. The head would dislocate at 45 degrees ir in 90 flexion to suboptimal tissue tension and offset. This prosthetic impingement is a consequence of the use of a -4 so neck with the kinnectiv system. With provisional and revision components there was no prosthetic posterior impingement at 60 degrees ER with further rotation limited by intact anterior capsule. - left hip ap-view, dated oct 09, 2017: situation after implantation of a hip replacement on the left. Cup inclination angle approximately 50 degrees, whereby the horizontal reference line cannot be determined exactly. No radiological evidence of an incorrect stem position. Pelvic overview, dated (B)(6) 2018: situation after dislocation of the left hip. Cup inclination angle approximately 50 degrees. No second view available. Pelvic overview, dated (B)(6) 2018: situation after reduction of the left hip. Cup inclination angle approximately 51 degrees. No second view available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as the components remain with the patient. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that a male patient underwent a left tha on (B)(6) 2017 and has had three incidents of dislocation. A revision surgery was ultimately carried out on (B)(6) 2019 after the 3rd dislocation incident. This complaint covers the second out of the three dislocation. The received medical documentation show that the patient underwent a left thr with anterior approach due to failed conservative treatment of left hip osteoarthritis. Around 9 months postop the patient experienced a first anterior dislocation upon standing and twisting away with his left hip. The dislocation was reduced in the emergency room. On (B)(6) 2018 the patient dislocated the hip again upon a twisting moment away from the hip, which was reduced by an orthopedic surgeon. The patient has not done any formal physical therapy since dislocating his hip. He reports that he was never really instructed in strengthening or preventing future dislocation methods. Since the dislocations he had occasional pain running down the left leg. The opinion of two surgeons showed concerns about the short neck and the cup inclination angle. Further, the findings during the revision surgery performed on (B)(6) 2019 mention metallic smearing on the femoral head from the dislocations. Stability after posterior capsulotomy showed posterior prosthetic impingement of the collar of the well fixed kinnectiv stem on the proud posterior aspect of the acetabular shell in 60 degrees ER with the hip extended. The head would dislocate at 45 degrees ir in 90 flexion to suboptimal tissue tension and offset. The prosthetic impingement was mentioned to be a consequence of the use of a -4 so neck with the kinnectiv system. The x-ray review confirms the dislocation of the left hip on (B)(6) 2018 and the consequent reduction on the same day. Cup inclination angle is approx. 50 degrees. The devices remain with the patient, therefore, neither a visual nor a dimensional evaluation could be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the document-based investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the medical documentation and the x-ray review the reported dislocation occurring on (B)(6) 2018 can be confirmed. It is possible that the choice of components, the primary positioning, especially the steep inclination angle of the cup and patient-related factors such as body weight, insufficient soft tissue tension and insufficient guided physical therapy led or contributed to the recurrent anterior dislocations. As the device has not been returned for examination and as it remains unknown if and to what extent the aforementioned factors may have contributed to the reported event no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer received x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and had 3 dislocations. It was reduced by the emergency room physician. This report corresponds to the second dislocation.